Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller was unable to communicate with external batteries, resulting in critical battery alarms. As a result, the reported inability of the controller to recognize a power port was confirmed. Internal inspection of the controller revealed a damaged diode on a communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. As a result, the controller was unable to determine the capacity of the battery, causing the controller to trigger critical battery alarms. After the defective components were replaced, the controller performed as intended. Log file analysis revealed multiple critical battery alarms logged with an incorrect date and time stamp and no battery capacity, ID, or cycle count. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. The damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. Furthermore, review of the controller log files did not reveal any controller power up events associated with motor starts within analyzed period. As a result, the reported loss of power event could not be confirmed; however, it is likely the controller reset events were perceived as the reported loss of power event. Several controller power up events without motors starts and vad disconnect alarms were logged, likely due to troubleshooting of the controller during the reported controller exchange. The most likely root cause of the reported event can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller experienced loss of power on several occasions. It was stated that the controller did not recognize one of the power ports, and that the system was only being provided power by the second power port. The controller was exchanged. No patient complications have been reported as a result of this event.